Event description:
It was reported that while using false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: false positive outbreak.

Manufacturer narrative:
Investigation summary a complaint of "false positive outbreak" was received against instrument top bactec fx, material no: 441385, serial no:(B)(6). Field service engineer was dispatched, and no abnormalities/ issues were found. The instrument is working within bd specification. The complaint is not confirmed because no abnormalities/ issues were found and the root cause is unknown. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "false positive outbreak."